Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds and high impedances during implant. The lead was not used and a new lead was implanted. The patient was feeling good after the procedure.